Event description:
Surgeon reported that the valve has been inplanted 6 days and appears to have a leaflet that does not open. The patient has had some issues with poor lv dysfunction and contractility, however, the current cardiac output is 2.5. Anticoagulation is in the therapeutic range. Hemodynamics of the prosthesis appears to be relatively within normal limits. Valve is still implanted.